Manufacturer narrative:
This product was not returned. A product investigation in not possible.

Event description:
During a laparoscopic cholecystectomy procedure, the jaws form the renew lapclinch grasper broke and fell off. The procedure and anesthesia time was extended by 20 min. There was no harm to the patient.

Manufacturer narrative:
The returned product was returned to microline surgical. The complaint of broken jaw is confirmed. The device was returned with a broken jaw. Because of the condition of the device, functional testing was not possible. This is a known issue that has been addressed in CAPA (B)(4). No further investigation is required.